Manufacturer narrative:
H3 other text : device is being evaluated by third-party service center.

Event description:
The manufacturer received information alleging the device has a broken screen. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device has a broken screen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device was tested with a good display it arrives with the filter and is changed since it is contaminated.